Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, an advance enforcer 35 focal force pta balloon catheter's balloon ruptured. Per the reporter, the physician inflated the balloon two times without any problems; however, the balloon ruptured upon the third inflation, at fourteen atmospheres. The procedure was completed successfully with other devices. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 05dec2025. The procedure involved an arteriovenous (a/v) fistula, and the anatomy was stenosed. An unspecified inflation device was used. The balloon was not inflated within a stent. Images provided by the customer show an ¿hourglass¿ appearance of the balloon during inflation, with subsequent rupture. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual examination of customer provided photos of the complaint device was also conducted. The complaint device was not returned to cook for investigation; however, the customer did provide images of the device during inflation, with the subsequent rupture. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. The product IFU states, ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers. Note: if resistance is met while advancing the balloon catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of customer provided photos, IFU, customer testimony, complaint file, dmr, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that component failure contributed to this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 05dec2025. The procedure involved an arteriovenous (a/v) fistula, and the anatomy was stenosed. An unspecified inflation device was used. The balloon was not inflated within a stent. Images provided by the customer show an ¿hourglass¿ appearance of the balloon during inflation, with subsequent rupture.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional/corrected information: b5, d4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: postal = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an advance enforcer 35 focal force pta balloon catheter's balloon ruptured. Per the reporter, the physician inflated the balloon two times without any problems; however, the balloon ruptured upon the third inflation, at fourteen atmospheres. The procedure was completed successfully with other devices. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.